Manufacturer narrative:
According to the facility on 12/26/2024 "circuit found melted while in-use in the high flow oxygen mode on a hamilton c1 device". Per the facility the temperature was set to "34 degrees celsius". Per the facility there was no harm to the patient and the device was discarded. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 12/26/2024 "circuit found melted while in-use in the high flow oxygen mode on a hamilton c1 device".